Manufacturer narrative:
(B)(4). Summary of onsite field service representative visit: the vyaire field service representative (fsr) evaluated the ventilator onsite. He verified the ventilator has a leak; however, the unit passed the leak test using a vyaire prescribed test lung. The fsr performed the operational verification procedure (ovp) and user verification test (uvt), all passed. The device was tested and passed all testing and met all vyaire manufacturer and OEM specifications. Summary of device evaluation: vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator failed the leak test. The customer advised there was no patient involvement associated with this event.